Manufacturer narrative:
A product development investigation was performed on the returned subject device. A visual inspection, device history record (DHR) review, manufacturing investigation, and product development investigation were performed as part of this investigation. The complaint condition can be replicated therefore the complaint is confirmed. The instrument (03.825.002, lot h055338, qty 1) was returned because the weld was reported to be cracked. The weld on the knob has a hairline crack all the way around. The back of the knob has visible signs of impaction. The knob does not separate and is able to apply torque as intended. There are no visible signs of damage on the shaft or m4 and m8 threads. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. The 03.825.002 syncage evolution spindle is an instrument routinely used in the syncage evolution system. The spindle instrument (03.825.002) is designed to mate with the syncage evolution (03.815.001) and synfix evolution (03.835.100) holders. The knob will be impacted to insert a trial spacer. Based on the observations, it is likely that the size of the weld did not have enough strength for the applied impaction loads. Appropriate actions have been taken to determine if further action is required as a result of the valid design issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR review for part #03.825.002, lot #h055338. Release to warehouse date: 18-jul-2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spindle for evolution has a broken knob. The issue was identified during inspection activities of the evaluation set. There were no issues reported by the customer. Therefore, no additional information is available. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the part was examined under magnification and found to be welded per print. The weld was cracked completely through the center; this tells us force or bending was applied beyond its capability. A review of the device history record concluded that product met all specifications at time of shipment. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.